Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter it was reported by customer that an extrinsic particulate found and was identified to be a styrene acrylic copolymer with inclusions containing oxygen, silicon, sulfur, and barium. Rcc received a complaint via email. Sup#: sup-2025-0011, date initiated: 01apr2025, supplier: (B)(4), product#: 309680, sca part number: r15028, material details: syringe (sterile), 50 ml ll, bd tray *309680* (20/tray; 6 tray/cs), material lot number: 4246339, complaint details extrinsic particulate found and was identified to be a styrene acrylic copolymer with inclusions containing oxygen, silicon, sulfur, and barium.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 particulate analysis report submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the report. Analysis of the report showed that the particle found has a very small dimension and during the packaging process the visual inspections are not performed with the aid of a microscope which would be needed to detect such a particle. No photos or sample where the particle was found were provided for evaluation. Additionally, the material was described as translucid soft material that is consistent with silicone material which is used to lubricate the stopper in the finished good. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.